Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 90% stenosed lesion was located in a calcified and moderately tortuous arteriovenous fistula at the left antebrachium vein. The sv/5.0-4/4t/90 balloon was inflated to thirteen atmospheres and a leak was noted. The device was exchanged to another of the same device and inflated to fifteen atmospheres and completed the procedure. The patient status is listed as good with no complications reported.

Manufacturer narrative:
(B)(4): a visual and tactile examination revealed no damage to the shaft of the device. The balloon was not folded or wrapped around the shaft of the device. The device was attached to an encore inflation unit in an attempt to inflate the balloon to its rated burst pressure (rbp). This attempt failed as a leak was detected. Microscopic examination of the balloon found two pinhole leaks. The first pinhole leak was located 4mm proximal to the proximal edge of the distal markerband. The second pinhole leak was located 10mm distal to the distal edge of the proximal markerband. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)